Event description:
It was reported that the enseal device shaft was bent right out of the box. An attempt to use the device was made but proved to be too difficult to get through the trocar. Five additional devices were opened and tried all were bent as well. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft severely bent. There was no skiving (damage) of the shaft cover material. Functional testing and mechanical testing could not be done due to the condition of the shaft. There is insufficient evidence related to what caused the damage to the shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.